Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire. Upon checking the loading unit, it was in pre-firing mode.